Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported to a company representative, a bilateral case of incomplete lasik flap generation, observed on a patients eye while lifting the flap. Reporter indicated at the six clock position about "2-4mm" of uncut bedcut with incomplete sidecut was noted. Upon additional follow up, the company representative indicated the surgeon performed manual dissection with a blade on the uncut areas and then completed the lasik treatment. Reporter indicated to company representative that no additional treatment was required. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.